Manufacturer narrative:
The microsensor (ID 826633) was returned for evaluation. Device history record (DHR)- no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the microsensor unit was inspected by the supplier. The catheter appeared intact, but was found to have broken internal wires. The complaint could be verified through failure analysis. Root cause analysis- per the supplier, likely root cause is mishandling. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process. The risk remains acceptable per the risk analysis.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a procedure, after a microsensor (ID 826633) was implanted and before implantation site closure, it could not be zeroed. The physician retrieved the sensor and stop monitoring. No patient injury, no surgical delay was reported. It was used with icp express monitor (ID 826635) and icp express cable (ID 826636).